Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the foreign material was not established. The most probable cause of no image was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material on the distal end of optical cable protective lens, and no image. There was no patient involvement.